Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter five photos were provided to our quality team for investigation. The photos depicted a syringe filled with an unknown clear fluid and an unknown red tip attached, with one photo highlighting a crack in the barrel. Four additional photos showed spots on the barrel: three black spots consistent with ink dots and one brownish spot consistent with embedded foreign matter. Additionally, four samples were received. One sample revealed a 1-1/2" crack in the barrel. Due to contamination issues, the three remaining samples were not forwarded to the manufacturing facility for evaluation. Fourier transform infrared spectroscopy (ftir) analysis on one sample confirmed the foreign matter as silicone used in manufacturing. The potential root cause for the barrel crack defect is associated with the assembly process and the embedded foreign matter defect is linked to the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. Furthermore, a device history record review was completed for provided lot number 4297535. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided

Event description:
Material#: 309605, batch#: 4297535. It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. Rcc received a complaint via email. During visual inspection of compounded lot#: 20250307-200cc7, the following were identified: 4 syringes with foreign particulates, 1 syringe with interior defect (crack). Additional information provided: 1. Was there any leakage from the cracked syringe? No. 2. Can you please provide an exact date of event in this format mm-dd-yyyy? 03-10-2025. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a- none. 4. Please provide the address of the facility for us to ship the return label? Please send return label via email to (B)(6). If this option is unavailable, please send return label to (B)(6).

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.